Manufacturer narrative:
Correction: please retract this report 2017865-2023-73079, the same issue was previously reported as 2017865-2024-34227.

Manufacturer narrative:
Corrected data: retraction submitted in previous report was submitted on error as 2017865-2023-73079 is not related to 2017865-2024-34227.

Event description:
It was reported that patient presented with a pacemaker that was exhibiting inappropriate magnet response. Programming changes were made. The patient was in stable condition.